Event description:
A patient reported that their pump was not charging despite trying different cables and outlets for over 30 minutes. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging a pump replacement, providing the patient with all necessary replacement information, and planning to send tracking details via email. In the meantime, the patient planned to use an old pump as backup therapy.